Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. The cause of the product not adhering due to sweat. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.